Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited oversensing with pacing inhibition. The lead was capped and replaced on (B)(6) 2019, and the patient was stable post-procedure.